Manufacturer narrative:
Analysis of the extension, sn (B)(4) found the distal end setscrew was missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins). It was reported that the extension set screw/metal contact was bent, further stating that while the surgeon was attaching the lead to extension , the extension metal contact was moving. The surgeon thought the potential for lead damage or impedances issue could potentially occur. No environmental/patient factors that may have led to or contributed to the issue were reported. A new extension was during the procedure and the issue was resolved. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.